Manufacturer narrative:
(B)(4)

Event description:
It was reported guide pin tip broke in a patient. The broken tip of guide pin was removed. The operation was completed with back-up device. No delay was reported. No patient impact reported.